Event description:
It was reported by the customer to the sales rep that it was observed that during inserting the reported device the tip has been broken off. There was a delay on 10 min. The tip was fully removed.

Manufacturer narrative:
Once the investigation has completed, any additional information will be reported in a supplemental report.